Event description:
It was reported that stent damage occurred. Access was obtained via the femoral artery. The 90-95% stenosed, de novo target lesion was located in the severely calcified and mildly tortuous right coronary (rca) artery with a lesion length of 50mm. After rotablation with 1.5mm burr was done in rca. The lesion was predilated with 2x12mm and 2.5x10mm unspecified balloon catheter. A 2.75x38mm promus element long was selected to treat the target lesion but it was unable to cross the lesion. The physician attempted to push the device harder but still it could not cross the lesion. While pulling the device back, the stent was deformed. The procedure was not completed due to another reason. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent, balloon and tip found no issues with their profiles. No damage was noted with the crimped stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Access was obtained via the femoral artery. The 90-95% stenosed, de novo target lesion was located in the severely calcified and mildly tortuous right coronary (rca) artery with a lesion length of 50mm. After rotablation with 1.5mm burr was done in rca. The lesion was predilated with 2x12mm and 2.5x10mm unspecified balloon catheter. A 2.75x38mm promus element ¿ long was selected to treat the target lesion but it was unable to cross the lesion. The physician attempted to push the device harder but still it could not cross the lesion. While pulling the device back, the stent was deformed. The procedure was not completed due to another reason. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).